Event description:
A complaint was received stating that a high reading was obtained on a customer's precision qid meter (90 mg/dl) when compared to a valid laboratory result (70 mg/dl). There was no report of death or serious injury. Medical intervention was not required. The comparison results were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential significance of difference in readings, and fell into the "d" zone, which is considered to be clinically significant. The incident occurred during a study conducted not to determine patient treatment but product verification of the medisense meter and strip lot.